Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient experienced persistent contralateral hand weakness/drawing following an MRI taken in a 1.5 tesla magnet. The hcp confirmed that the implant was not turned off for the MRI and apparently cycled on and off at therapy settings of 5 volts. It is unknown what diagnostics/troubleshooting, actions/interventions were performed, with the issue unresolved at the time of the report.